Event description:
It was reported that while attempting to treat a lesion in the mid lad (left anterior descending) the system advanced without difficulty and the balloon was successfully inflated. During an attempt to deflate the balloon it was noted that the deflation time was longer than desirable, approximately 40-50 seconds. Reportedly there was no patient injury.